Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, an in-house contour next link 2.4 meter was tested with the in-house contour next test strips using a blood sample, which gave a satisfactory performance. The 1st follow-up report for MDR # 1810909-2020-00525 was submitted in error. The information captured in the 1st follow-up report is associated with MDR # 1810909-2020-00436. This report contains the information associated with the investigation results of MDR # 1810909-2020-00525. Sections g3, h6 and h10 (manufacturer narrative) have been updated to reflect the correct information.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The device identifier # was left blank as it could not be determined based on the available model #.

Event description:
The customer reported that within 3 minutes, she obtained blood glucose readings of 523 mg/dl and 151 mg/dl on the contour next link 2.4 meter. The customer administered 6 units of insulin based on the high reading. There was no allegation of an adverse event. The device is not expected to be returned for evaluation. Since the strip information was not provided, this report will be submitted under the meter information.

Manufacturer narrative:
Investigation conclusion in section h6 has been updated.

Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, a device history record was reviewed for the suspected contour next ez meter and no manufacturing anomalies were found.